Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection of the white clamp line was reported leading to a leak between the supply (white clamp) line of the homechoice cassette and the supply bag which is known to cause this alarm. The direct cause of the leak was due to the loose connection. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose white clamp line resulting in a leak between the supply (white clamp) line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services assisted the hp in clearing the alarm, in disconnecting, and getting the cassette out from the device. The hp would finish using manual bags. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.